Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. Customer has a bent cannula on her quick set and blood glucose went up to 457 mg/dl. The customer blood glucose was 90 in the morning and she took glucose tablets then blood glucose went up to 130 mg/dl. The customer declined all troubleshoot for sensor and transmitter issue. The device was not returned for analysis.